Manufacturer narrative:
The drive support was inspected, and no anomaly was noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a loose drive support cap from the insulin pump. The customer's blood glucose level was 270 mg/dl. The customer stated that the little circle on the bottom is leaning inwards to one side. The customer stated that the drive support cap looks like it is pushed in and crooked. The customer was advised to follow their medically prescribed back up plan. The customer was advised that the pump will be replaced.